Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04685. It was reported the patient's leads had migrated after a fall. Reprogramming was attempted to address the reduced pain relief without success. Surgical intervention took place on (B)(6) 2021 in which the leads were repositioned to address the issue. Therapy was restored.